Event description:
Pt experienced dysrhythmia past few days. Upon removal of catheter, port removed and catheter floating in svc and right atrium. Unable to draw blood and pain when injecting into port prior to removal.